Manufacturer narrative:
X-ray. Thickened tissue at commissures. Device evaluation summary - thickened and swollen tissue was observed on all three leaflets near the commissures. Incidental findings: minimal host tissue at both the inflow and outflow of the stent. Additional manufacturer narrative - the reported stenosis could not be confirmed through device evaluation. The device was found to have thicken and swollen tissue that did not exhibit restricted movement. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 23mm aortic bioprosthetic valve was explanted after an implant duration of five (5) years and nine (9) months. It was reported that the explant was due to aortic stenosis. It was further reported that at reoperation a bentall procedure was perfromed and valve was replaced with another 23mm bioprosthetic valve. There were no patient complications reported.